Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received. No abnormality related to the reported event was confirmed on the product's appearance. The complaint was verified by functional testing. The cause was the interlock block was damaged. The interlock block was replaced to correct the issue. The device passed all functional and performance tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product has damaged on circuit connection. Event occurred before patient use, during testing. There was no patient involvement and no patient harm/adverse event reported.